Event description:
The user used varian brachyvision for planning and export treatment plans to nucletron microselectron for brachytherapy treatment. The user upgraded from varian aria 8.6 to aria 10.0 in (B)(6) 2011. As a result of this update the default applicator length was changed from 150cm to 130cm in varian brachyvision. Only pts with vaginal treatment are planned without templates, thus most pts have been unaffected by this change. Two pts are planned with incorrect templates and have got wrong treatment due to this error. This resulted in a 20cm misplacement of the source and effectively no dose to tumor. According to the user, this resulted in no influence on the final outcome of these two pts. The issue was not related to the nucletron microselectron.

Manufacturer narrative:
This issue can easily be detected by user. The user implemented the required checks to prevent the issue from recurring. The nucletron device did not contribute to the event, so no action is indicated for nucletron.